Event description:
Same event as MFR's report #6000093-2007-00623. It was reported that during an unk procedure, the flextome cutting balloon ruptured and a dissection occurred, and an nc monorail balloon ruptured. The 80% stenotic lesions being treated were in the saphenous vein graft (svg) to the obtuse marginal (om). The proximal lesion was first dilated with another MFR's balloon, to unk atms for an unk amount of time. The flextome cutting balloon was inflated 3 times, to 12.5 atms, 10.2 atms and 7.5 atms. The balloon ruptured on the fourth inflation at 9.9 atms. The balloon was removed intact. Angiography then showed a small perforation and possible dissection. An attempt was made to treat the dissection with a prolonged balloon inflation, however, this was not successful. The dissection was then treated with another MFR's stent, with a second stent placed in a contiguous fashion proximal after the distal lesion had been treated. The distal lesion was treated with deployment of another MFR's stent; a 4.0 x 15 nc monorail balloon was used for post dilation; this also ruptured at unk atms. The physician reported "it was not due to the products, but due to calcium". No pt complications were reported, and pt status was reported as 'okay'.

Manufacturer narrative:
The facility has confirmed that the device has been disposed; therefore, no direct product analysis is possible and no root cause determination can be made. As the lot number is unk, the device history records review could not be performed.